Manufacturer narrative:
Complaint conclusion: the complaint received states that during an interventional procedure, the palmaz xl stent dislodged from the selected sds. During stent grafting of an abdominal aortic aneurysm in the abdominal aorta, a palmaz xl stent (lot number unknown) that was mounted on a maxi ld, dislodged during delivery. The aorta was mildly calcified with heavy vessel tortuosity. Both devices were removed from the patient without problems. The palmaz xl stent was then mounted on a new balloon (details unk) and successfully placed in the target lesion. The procedure was completed without patient injury. The complaint product was not returned as it remains implanted. There is no sterile lot number information available thus no DHR could be performed. The complaint of stent dislodgement could not be confirmed without the return of the product or procedural films for review. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information suggests that handling and procedural issues may have contributed to the reported event.

Event description:
During stent grafting of an abdominal aortic aneurysm in the abdominal aorta, a palmaz xl stent (lot number unknown) that was mounted on a maxi ld, dislodged during delivery. Both devices were removed from the patient without problems. The palmaz xl stent was mounted on a new balloon (details unk) and was placed in the target lesion. The procedure was completed without patient injury. The aorta was mildly calcified with heavy vessel tortuosity.